Event description:
It was reported that patient presented to emergency room. Upon interrogation, it was found that patient's right ventricular (rv) lead exhibited loss of capture. It was further noted from x-ray that the lead was dislodged. The lead was repositioned successfully on (B)(6) 2022. The patient was stable.